Event description:
It was reported that the customer was taken to the emergency room for low blood glucose. The father stated that the customer's blood glucose has been running low recently. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.